Event description:
It was reported that during an hepatectomy procedure, the device cut but did not staple completely. The surgeon overstitched by hand to complete the case. There was no patient consequence.